Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube exhibited failed plastic wings. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, new information was added to the following fields: d8, d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, consider the connecting tube was broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. The issue can be detected/prevented by following the instructions provided in: maj-2113 instruction manual, chapter 9 - preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. It was confirmed that during device evaluation that both locking levers broke off and was not returned with the devices. Based on the results of the updated investigation, it is likely the suggested event occurred due to that external stress was applied to lock lever of the connecting tube. Subsequently, the tube was unable to be connected. It is possible the user may have applied stress toward wrong direction which caused the external stress. However, a specific root cause of the reported event could not be identified.